Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field system engineer was unable to reproduce the reported event as the imaging system functioned as designed and without issues. No parts were replaced or returned and no further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system became unresponsive on the system booting page for 15 minutes. After a reboot, everything was working as designed. There was no patient present when this issue was identified.